Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the cannula length was insufficient. There was no report of patient impact. The following information was provided by the initial reporter: pharmacy reported found the needles to be of different lengths within this box. Their patient returned to the store. They did not provide replacement box to the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-feb-2023. H6: investigation summary: customer returned a total of (19) 0.5ml 30ga 1/2in syringes, 9 in an open sealed and 10 in a sealed bag. Customer reported needles to be of different lengths. The returned samples(19) were measured for cannula length using comparator and all the needles cannula length was measured within the specified acceptance limits (+/- 0.047). Hence, the alleged issue could not be confirmed based on the samples return. A review of the device history record was completed for batch# 1207789. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, embecta was not able to confirm the customer indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the cannula length was insufficient. There was no report of patient impact. The following information was provided by the initial reporter: pharmacy reported found the needles to be of different lengths within this box. Their patient returned to the store. They did not provide replacement box to the patient.